Event description:
Customer reported that the keypad on the insulin pump was unresponsive. Customer stated that they were attempting to bolus and the numbers were scrolling up to 600 and back down. Customer stated that their blood glucose readings were 65 mg/dl due to late dinner. Customer's blood glucose reading at the time of the call was 186 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches lcd window and cracked battery tube threads. No unexpected ramping numbers noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.